Event description:
Plaintiff was employed as a dental asstistant and wore and was exposed to latex gloves made by various MFR. Plaintiff alleges suffering from hand dermatitis, runny and puffy eyes, and runny nose. Plaintiff alleges that she developed a latex allergy.